Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's caregiver reported "are breast implants on recall and one of the implants has ruptured". Device remains implanted. This relates to an unknown side